Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
One patient received erroneous results when tested with coaguchek inrange meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested in the laboratory, resulting as 1.9 inr. At an unknown time on the same day, a sample from the patient was tested on the meter, resulting as 1.2 inr. On (B)(6) 2018, a sample from the patient was tested in the laboratory, resulting as 1.9 inr. At the same time, a sample from the patient was tested on the meter, resulting as 5.6 inr. The nurse collected the first drop of blood from the patient for the meter measurement. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is between 2 and 3 inr.